Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction alarm cleared.